Manufacturer narrative:
Date of report: 07jun2021.

Event description:
It was reported that the ventilator was displaying cannot reach target flow while in high flow therapy (hft). The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer¿s biomedical engineer troubleshot with technical support and was advised to perform a full performance verification test (pvt). Upon a follow up with technical support the customer¿s biomedical engineer reported that the unit passed all testing. No issue found.